Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. The reported complaint was able to be confirmed and duplicated. The mosfet q210 has failed and is shorting current resulting in a malfunction of the overcurrent protection circuit. This issue will be internally investigated within vyaire.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer requested the device be sent in for further evaluation. At this time, vyaire has not received the suspect device for evaluation.

Event description:
The customer reported when turning on the ventilator, the device displays motor fault alarms. The customer reported the error was resolved after rebooting the vent couple of times. After thirty minutes of running the ventilator, the motor fault alarm was duplicated, and the vent itself was hot with a burning smell. The customer reported the biomed engineer shut the device off, then the vent was not able to get power anymore. The customer reported when imi field service checked the vent, the battery indicator stats flashing red and orange with ac power, and could not run with battery. The customer confirmed f301 fuse on the power supply was blown. The customer reported there is no patient involvement associated with the event.